Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips that the device failed to aquire 3 and 12-lead ECG during a patient event. There was no negative patient impact.

Manufacturer narrative:
.